Event description:
Spontaneous. Patient reported that the freedom pump is now running much slower than when first received. Pt reports that over the last couple of weeks the infusions have gone from running around 99 minutes to over 2 hours. Pharmacy will replace malfunctioning pump. Pt will return malfunctioning pump on hand once replacement is received. Patient did not miss any doses due to the malfunctioning pump. Not reported if pt has a backup device they were able to switch to. No further information provided. Indication: common variable immunodeficiency, unspecified. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? Yes; did we [MFR] replace the product? Yes; did the pt have a backup product they were able to switch to? Unk; was the pt able to successfully continue their therapy? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.